Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a trial patient. It was reported the patient was in a trial and experienced a "buzzing" sensation with the pacemaker that never occurred before. The buzzing then stopped and the patient had not experienced it since. The patient was now concerned this was related to the device. The issue just happened one time while the patient had the trial device. The rep did not do any special programming with the device when the patient first got the trial lead placed. The trial started on (B)(6) 2016. The patient had called the cardiologist. It was unknown if any actions or interventions were taken. The cause of the buzzing sensation was unknown.